Manufacturer narrative:
(B)(4). The device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a captiflex medium oval flexible snare was used to treat polyps in the colon during a colonoscopy procedure performed on (B)(6) 2020. According to the complainant, during the procedure and inside the patient, the snare did not cut the tissue, but rather tore the tissue. Reportedly, the snare was securely attached to the active cord and no visible issues were noted with the cautery pins. The procedure was completed; however, it is unknown whether the original device or another captiflex snare completed the procedure. There were no patient complications reported as a result of this event. The patient condition following the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a captiflex medium oval flexible snare was used to treat polyps in the colon during a colonoscopy procedure performed on (B)(6) 2020. According to the complainant, during the procedure and inside the patient, the snare did not cut the tissue, but rather tore the tissue. Reportedly, the snare was securly attached to the active cord and no visible issues were noted with the cautery pins. The procedure was completed, however, it is unknown whether the original device or another captiflex snare completed the procedure. There were no patient complications reported as a result of this event. The patient condition following the procedure was reported to be fine.

Manufacturer narrative:
Block h6: problem code 1212 captures the reportable event of snare loop embedded in patient's tissue. Conclusion code 4316 is being used in lieu of an adequate conclusion code for "device not returned." Block h10: the device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Block h11: blocks h2, h6 and h10 have been updated based on the investigation closure for device not returned. Correction: sections h7 and h9.